Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the harmonic ace can't be recognized. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the provided image was performed by a regulatory post market surveillance analyst. The image showed that a teflon pad was missing. Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken curved blade at the tip. A piece approximately 0.563" x 0.085" was found to be broken off. Additional observation(s) : the instrument was found to have failed the energy recognition test on all attempts when connected to an in-house energy generator. The root cause of failed energy recognition is related to a broken blade. The probable root cause of broken blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure. Correction to section d: primary product batch/lot number was updated to l10220622 0133. Primary product UDI number was updated to (B)(4).